Event description:
Intra-operative issue involving a liner for metalback glenoid small-r (product code 1377.50.005, lot #15at1l9 - ster. 1600012). During the revision surgery performed on (B)(6) 2017, the surgeon implanted a glenoid liner instead of a cementless glenoid: according to the received information, the agent mistakenly handed the liner to the surgeon, who unknowingly used it as a cemented glenoid, with bone cement. According to the info reported, the surgeon has been informed about the risk of early loosening of the components due to this implant mistake, but no revision surgery had been scheduled. It was later reported (by the end of (B)(6) 2017) that the patient had no problem, and that the surgeon was going to monitor the patient over time. No other update has been received on the case since then. Event happened in japan.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #15at1l9, no anomaly was found on the 78 liners manufactured with the same lot #. No other complaints was received on that lot #. The label of the liner states "liner" and "for metalback". The liner for metalback and the cementelss glenoid substantially differ for their features and their intended uses. Based on the received information, we can conclude that the event was surgical factor related. Pms data: according to limacorporate pms data, this is the first and only complaint reporting the use of a l1 liner as a cementless glenoid. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. Note: this is a final MDR. Please note that conclusions and pms data documented here were valid at the time of closure (2017). This final report is submitted to address the missing follow up on the MDR report.

Manufacturer narrative:
By the event information, it's clear that this was a surgical error. At the moment, there is no info on an adverse event related to this surgical error. The check of the manufacturing charts of the lot# of the liner involved (2015at1l9) did not show any anomaly on the 78 liners manufactured with this lot #. No other complaints reported on this lot#. We will submit a final MDR hopefully with an update on patient condition.

Event description:
Intra-operative issue involving a liner for metal back glenoid small-r, model# 1377.50.005, lot# 2015at1l9. During surgery, surgeon mistakenly implanted a glenoid liner instead of a cementless glenoid. According to the info reported, surgeon has been informed about the risk of early loosening of the components (strength of fixation could be not enough to guarantee a satisfactory implant stability) due to this implant mistake, but no revision surgery has been scheduled up to the date of drawing up of this incident report - (B)(6) 2017. Event happened in (B)(6).